Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify reported issue of unexpected shut down. The device's battery contact assembly, power board, and battery pins were replaced as a precaution. The cause of the unexpected shut down could not be determined. During evaluation it was observed that the device would intermittently fail to complete the boot up cycle. The system pcba was replaced to resolve the boot up issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The reported issue with boot up could not be verified or duplicated during testing in the stryker product access center. The root cause could not be determined.